Manufacturer narrative:
This ingevity lead was returned intact to boston scientifics post market quality assurance laboratory. Visual examination noted that the helix mechanism was partially extended position. Dried blood/body fluid was also noted in helix housing and neck region. Subsequent testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported. The lead has been received for analysis. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.